Manufacturer narrative:
The pump passed the displacement, operating currents, self test, off no power and unexpected restart error tests. However, the pump alarmed compromised force sensor system during the basic occlusion test due to a loose/protruded drive support disk. The pump was received with minor scratches on the display window and a broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was squirting insulin out during the manual prime process. Customer's blood glucose level was 413 mg/dl. He treated his blood glucose level with a manual injection. The drive support cap was sticking out. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.